Event description:
It was reported prior to starting a da vinci s surgical procedure the pk dissecting forceps instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The wire stuck out approximately .2275 at the wrist. The electrical continuity testing failed. The yaw pulley showed no signs of arcing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.